Event description:
Senseonics was made aware of an incident where user reported an event where the CGM showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The User reported discrepancies between BG and SG readings. Escalation analysis indicated that there was some variability in the sensor values but the exact root cause could not be determined. It could have been due to either the initial post-insertion period ("early wear time"), which is described in the User Guide and supported by clinical performance data as an expected phase of sensor stabilization, or the infection at the insertion site. The User was advised to resume use of the system once the insertion site had completely healed and to call back if the issue persisted for further troubleshooting. However, the user stated that they are scheduled to start using the Twiist pump and expressed concern that the discrepancy in CGM readings may impact insulin delivery. As a proactive troubleshooting measure, Customer Care recommended a sensor-relink to clear the calibration history and correct any potential calibration misalignment. However, during a follow-up call, the user declined the sensor-relink mentioning that the system was functioning properly, and no further assistance was required. As per the Data Management System (DMS) review, the system remained inactive use with up-to-date information.